Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus delivery. Last blood glucose value was 12.5 mmol/l. Customer stated the alarm was resolved by a complete infusion set and reservoir change. The customer checked the bolus history but was unsure of the bolus amount that was actually delivered. Customer was advised to monitor the insulin pump and blood glucose level and get back in contact if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.